Event description:
It was reported "wire separated when placing through the blue insertion tool". A different wire was used. There was no patient involvment. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). UDI#: (B)(4).

Event description:
It was reported "wire separated when placing through the blue insertion tool". A different wire was used. There was no patient involvement. No patient harm or injury.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis: the photo shows the guide wire with two kinks towards the distal end and the straightening tube from the guide wire assembly. A complete visual inspection could not be performed as no sample was returned for analysis. R & d stated that the guide wire assembly has a wire snubber at the end of the advancer tubing that is meant to hold the guide wire in place. It is possible the guide wire came off the snubber and then got kinked during shipping and transport. However, this cannot be confirmed without the device returned for further analysis. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was re-turned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the avail-able information. Teleflex will continue to monitor and trend for reports of this nature.